Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor relay. No further tests could be performed due to faulty force sensor relay anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer had an insulin alarm motor error.the patient's blood glucose level was 189 mg/dl. Troubleshooting was performed. The customer was assisted on how to clear the motor error alarm. The customer was advised to disconnect from the pump and to retrieve their pump settings. The customer completed the rewind sequence. Advised to returned the pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)